Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation bipap avaps30 device's sound abatement foam. The reporter alleged of having eye irritation, nose irritation, respiratory tract, irritation, dizziness and/or headache, hypersensitivity, sarcoidosis. Upon receiving additional information and further review of the complaint this report is now being filed as a product problem instead of adverse event. Section box b: adverse event or product problem, box b: adverse event or product problem and product UDI number has been updated/ corrected.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation bipap avaps30 device's sound abatement foam. The reporter alleged of having eye irritation, nose irritation, respiratory tract, irritation, dizziness and/or headache, hypersensitivity, sarcoidosis. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.